Event description:
Alleged capsule contracture.

Event description:
Capsule contracture

Manufacturer narrative:
Capsule contracture was reported as the reason for explantation.update/correction to sections b4, b5, d4, d9, g6, h2, h4 and h10.

Manufacturer narrative:
Capsule contracture was reported as the reason for explantation.

Event description:
Capsule contracture.